Manufacturer narrative:
(B)(4). No product will be returned per customer as the set was discarded. The customer's report of leaking at the mxplus to cadd pump tubing connection could not be confirmed due to the product was not returned for failure investigation. The root cause was not identified.

Event description:
The customer reported chemo leaking at the maxplus to cadd pump tubing connection. The pt rec'd treatment at the hematology/oncology clinic on (B)(4) 2013 and went home with cadd prizm pump infusion fluorouracil (5-fu) at 10ml/hr for 46 hours. During the evening of (B)(4) 2013, he noted that his shirt was wet. His wife determined that the connections between the administration set/maxplus cap and the port needle were intact and wrapped the tubing with absorbent gauze and tucked in into a zip-loc bag. When he arrived at the clinic on (B)(4) 2013, the absorbent gauze was saturated and small amount of drug (estimated <5ml) was visible in the zip-loc bag. His clothing was also wet with the drug. There was no pt harm or medical intervention. The customer stated that no further pt or event info is available.